Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. The customer's blood glucose level was 22.2 mmol/l and 22.5 mmol/l. The customer felt okay troubleshooting for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not contact their health care professional regarding the high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with pen. The drive support cap appeared normal. Customer declined to check for possible site or insulin issues. Customer was stressed and emotive and they also experienced headache. Customer found air bubbles in tubing and reservoir. Customer was assisted with changing reservoir and infusion set. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer alleged the insulin pump for under delivery. Customer said that they really felt comfortable with her insulin pump after all conversation. The reservoir will not be returned for analysis.